Manufacturer narrative:
Covidien service center confirmed that there was no speaker audio and isolated the fault to the main pcb of the unit. The speaker assembly was not defective.

Event description:
Covidien service ctr in france received a report of a n-550 for a speaker defect. No pt harm reported.